Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was 549 mg/dl at the time of the incident. The customer's blood glucose was 110 mg/dl at the time of call. The customer stated that she had an over 400 blood glucose reading. The customer stated that she experienced nausea, vomiting, abdominal pain and difficulty in breathing. The customer stated that the high blood glucose was treated with manual injections. The customer stated that they found small air bubbles in the reservoir and tubing. The customer declined to perform high pressure test. The date of the hospitalization was (B)(6) 2015. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.